Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the customer fell on the pump, the touchscreen cracked and a malfunction alarm (alarm 5) occurred. Pump was not functional. Customer's blood glucose was in the 250 mg/dl range. Customer reverted to an alternate method for insulin therapy.